Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but needed to be partially recaptured. While partially recapturing the device it was noted via transesophageal echocardiogram (tee) that there was a thrombus present. The patient was given heparin, and a sentinel cerebral protection system was placed in the patient. The closure device was then fully recaptured and removed from the patient. A new 27mm wds was then used to successfully complete the procedure. The patient was stable during the entire procedure and did not experience any complications or consequences as a result of this event. The patient did well and was discharged from the hospital.